Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter the irrigation tubing separated near the connector to the catheter. They exchanged the catheter and were able to complete the procedure. There were no patient complications. The catheter has been received by boston scientific for analysis.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter the irrigation tubing separated near the connector to the catheter. They exchanged the catheter and were able to complete the procedure. There were no patient complications. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter the irrigation tubing separated near the connector to the catheter. They exchanged the catheter and were able to complete the procedure. There were no patient complications. The catheter has been received by boston scientific for analysis.